Manufacturer narrative:
(B)(4).

Event description:
Received info the pt acquired an infection post implant. The MFR's rep had asked technical services if there was a device to hold the space of the paddle lead while the pt received antibiotics and healed. Add'l info was requested and if received a f/u will be sent.